Event description:
Jan 1983 bilateral augmentation with gel mammary implants, placed in subglandular position. Since then has developed a significant capsule on left with pain and moderate capsule on right. No systemic magnification. 6/20/96 pt underwent bilateral capsulectomies and subpectoral conversion using saline implants. At the time of surgery 6/20/96 left breast implant was intact but right implant was ruptured.